Manufacturer narrative:
Film evaluation summary: the reported endoleaks could not be confirmed from the films provided; therefore the type and exact cause of the endoleak could not be determined. Procedural images or videos showing the implantation of the device and the reported type ia and type IV endoleaks were not provided. Additional images showing the interventional treatment with the endurant cuff and sma stenting were also not provided. It is possible that the severely angulated aortic neck may have been a contributory factor in the occurrence of the type ia endoleak. Type IV endoleaks most commonly occur during an index procedure due to fabric porosity and other factors such as heparin dose, outflow resistance, imaging quality, and volume of the aneurysm sac are also potential contributors. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant bifurcated stent graft system was implanted in the endovascular treatment of unknown size abdominal aortic aneurysm. It was reported that during the index procedure, a type ia endoleak was present upon completion angiogram. This leak was reported to be more prominent than the type IV endoleak that was present on the patients left. The physician reballooned the proximal neck but the endoleak persisted. It was then decided to place an endurant aortic cuff. This device deployed but in doing so it partially covered the superior mesenteric artery (sma). The sma was then cannulated and a non-mdt bare metal stent was implanted. On final angiogram the sma was patent and the procedure was completed. As per the physician the cause of the event is unknown. No additional clinical sequalae were reported and the patient is fine.